Event description:
It was reported that a small patient experienced a knee revision due to loosening of the femoral and tibial components. The femur was loose and was revised (not removed) with stemmed femoral component and augmentation blocks, both posterior and distal. The logic trap tray was also loose. No additional information was provided. This is one of two products involved with the reported event and the associated manufacturer report number is 1038671-2019-05019.

Manufacturer narrative:
The complaint device was not returned for analysis. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The manufacturing lot information was not provided. Therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. There were no reported user-related issues. The revision reported in experience was likely the result of aseptic (non-infected) loosening of the tibial and femoral components, which damaged the bond of the implants to the bone. However, this cannot be confirmed because the component was not returned for evaluation in a review of the labeling it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Patient age, weight and activity level can affect the implant lifetime. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The revision reported was likely the result of aseptic (non-infected) loosening of the tibial and femoral components, which damaged the bond of the implants to the bone. However, this cannot be confirmed because the component was not returned for evaluation and there is no patient information to evaluate the patient risk factors. This device is used for treatment not diagnosis.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of knee component due to loosening.